Event description:
It was reported that the bd luer-lok syringe leaked. The following information was provided by the initial reporter: it was reported by customer that colin spicer reported to fresenius medical care that on 02/20/2024 the floor staff told him that there was blood leak from the 10ml syringes and that it has happened 3 times this last month. He stated that it seems to be a repeated issue with these syringes for some reason. Verbatim: rcc received a complaint via email. Email(s) attached. Fresenius customer complaint (B)(4). Customer: (B)(6) product: bd 10ml luer-lok syringe 21gx1in vendor part#: 309642 lot number: 3284426 facility: (B)(6): (B)(6) reported to fresenius medical care that on 02/20/2024 the floor staff told him that there was blood leak from the 10ml syringes and that it has happened 3 times this last month. He stated that it seems to be a repeated issue with these syringes for some reason.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
One photo of a 10ml luer-lok sringe (p/n - 309642) was received for evaluation or confirmation of reported defect. The image shows one loose syringe with the provided 21x1" needle not attached and not present in the photo, and the syringe is attached to a connector and tube which is connected to a machine. There is an unknown red fluid inside the syringe, inside the attached tube and splattered on the nearby equipment. Unable to confirm incident reported based on photos attached. Unused physical samples are required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.